Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1737785 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 26th nov 2020. In summary the following results were observed in the lab evaluation: stent partially deployed on return. Kinked flexor observed 130cm from distal end of introducer. Red marker on top of handle at seven and a half handle actuation point. Handle was actuating fine but unable to deploy the stent. Handle was opened and all components inside the handle were intact. Stent manually deployed, stent intact. Lockwire removed without issues. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1737785 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1737785; upon review of complaints this failure mode has not occurred previously with this lot #c1737785. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to patient anatomy or handling of the device resulting in the kink which, when the device was inside the patient, may have led to the deployment issues. It is possible that during deployment tortuous patient anatomy may have caused a build-up of pressure resulting in the flexor kink. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
This is a follow up report. The lab evaluation was complete on the (B)(6) 2020, however the investigation is still on-going. We just received this order from (B)(6), to ask for a free of charge replacement for a complaint concerning lot c1737785. Awaiting clarification of the rep. Rep update: the stent couldn¿t be deployed from its catheter. As per cc form : no apparent concern or issue when removing the stent from its box. The nurse achecked that the release button on the handle was in the correct position.during the first back and forth movements, the red cursor is depoyed normally on the handle . However the nurse does not have the normal feelings of deployment and looks on the screen of rx and see that the stent is not deployed. The red cursor is about the middle of deployment and the nurse decide to capture the stent and a big noice on the handle like " clack" happen like a broken noice. At the moment, the stent is deployed only of 5 mm from its distal point. They try to capture and re-capture the stent without success. The doctor decied to remobe the stent totaly from the cbd and use a new evolution stent. No issues appear and the procedure fineshed with success. The potition of the endoscope was in a normal position without restraint. The stent is available for investigations.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event.the 510(k) number provided is of the device considered 'similar'. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. The 510(k) number provided is of the device considered 'similar'. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
We just received this order from hopitaux universitaires cfr_16701 to ask for a free of charge replacement for a complaint concerning lot c1737785. Awaiting clarification of the rep. Rep update: the stent couldn¿t be deployed from its catheter. As per cc form, no apparent concern or issue when removing the stent from its box. The nurse achecked that the release button on the handle was in the correct position.during the first back and forth movements, the red cursor is depoyed normally on the handle . However, the nurse does not have the normal feelings of deployment, and looks on the screen of rx and see that the stent is not deployed. The red cursor is about the middle of deployment, and the nurse decide to capture the stent, and a big noice on the handle like " clack" happen like a broken noice. At the moment, the stent is deployed only of 5 mm from its distal point. They try to capture and re-capture the stent without success. The doctor decied to remobe the stent totaly from the cbd, and use a new evolution stent. No issues appear and the procedure fineshed with success. The potition of the endoscope was in a normal position without restraint. The stent is available for investigations.